Event description:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5113195) on 21-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 599 days after essure insertion, she experienced pelvic pain (seriousness criteria disability and intervention required), abdominal pain lower ("cramps"), tooth disorder ("teeth problems"), premature menopause ("early menopause") and abdominal pain upper ("stomach aches"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain lower, tooth disorder, premature menopause, pelvic pain or abdominal pain upper. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5113195) on 21-nov-2022. The most recent information was received on 13-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 599 days after essure insertion, she experienced pelvic pain (seriousness criteria disability and intervention required), abdominal pain lower ("cramps"), tooth disorder ("teeth problems"), premature menopause ("early menopause") and abdominal pain upper ("stomach aches"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain lower, tooth disorder, premature menopause, pelvic pain or abdominal pain upper. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.